Event description:
There was a pt burn during a tonsilectomy and adenectomy. The dr was using the suction coagulator and burnt the corner of the child's mouth. The dr thought it was done due to insulation failure but the hospital could not find any. The clinical director said the burn appeared to be a round, little, superficial burn.